Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, the surgeon was not able to press the green button hence the stapler did not fire. Another handle was used to complete the case. There was no patient injury.